Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 24 x 3.50, concentric, de novo target lesion with a bend of > 45 degrees was located in the left circumflex artery. After crossing the lesion with a 3.5 ebu guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 12 x 2.0 maverick balloon catheter. Subsequently, a 28 x 3.50 promus elite mr drug-eluting stent was advanced but did not track the lesion. The physician used another non-bsc guidwire for better support but the stent did not track either. The stent was pulled out and it was noticed that the distal strut was damaged. The procedure was completed with another of same device. Post-dilatation was performed with a non-bsc balloon catheter. The result was good with timi 3 flow. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). Device evaluation by MFR: promus elite ous mr 28 x 3.50mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent damage on distal strut rows, with struts pulled and lifted, was identified. The undamaged stent outer diameter was measured the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found damage. The tip was stretched distally. Examination of the hypotube found multiple hypotube kinks. A midshaft kink at 30 mm distal of the midshaft/hypotube bond was also found. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter first name - (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 24 x 3.50, concentric, de novo target lesion with a bend of > 45 degrees was located in the left circumflex artery. After crossing the lesion with a 3.5 ebu guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 12 x 2.0 maverick balloon catheter. Subsequently, a 28 x 3.50 promus elite mr drug-eluting stent was advanced but did not track the lesion. The physician used another non-bsc guidwire for better support but the stent did not track either. The stent was pulled out and it was noticed that the distal strut was damaged. The procedure was completed with another of same device. Post-dilatation was performed with a non-bsc balloon catheter. The result was good with timi 3 flow. No patient complications were reported and the patient status was stable.